Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the machine head was damaged, needle bearing worn, swivel loose, and unit out of calibration, so the machine head, needle bearing, swivel, and bearings were replaced and resolved the reported issue. It was noted that the device has not been sent in for annual pm since it was manufactured. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).this medwatch is being filed to relay additional information.once the investigation is complete, a follow up/final report will be submitted.

Event description:
The dermatome was not vibrating during surgery but before use. It changes speed brusquely. An alternate device was used to complete the procedure. There was no harm or injury to the patient or operator.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that when the device was powered on, it did not vibrate as usual. It starts to vibrate suddenly and very strongly. A delay of 31 to 60 minutes due to device disfunction and change of device. There is a risk of a deep cut because you do not feel the vibrations and you do not know if it is functioning properly. No adverse events were reported as a result of this malfunction.